Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: battery compartment is cracked below the grip pad, returned battery cap is undamaged and able to fit securely. Evidence of moisture is observed on the display screen inside the pump. -leak test failed due a battery leak. The pump is unable to power up and it¿s completely unresponsive.) Pump¿s cover was removed, further moisture corrosion was found to the display, the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that there was evidence of moisture in the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with the complaint.